Manufacturer narrative:
The account disassembled the hi/low brake assembly and cleaned and degreased the hi/low brake assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the bed had a hi/low drift problem. No injury reported.